Manufacturer narrative:
Event date: dates estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar incident query of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of occlusion is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. It is possible that due to the proximity of the stents, during final deployment of the second stent interaction of devices and/or ratchet tabs resulted in the reported break to the previously deployed stent; and/or stress/fatigue/repetitive movement due to anatomical conditions and the location of the implants resulted in the reported break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, the reported difficulties possibly caused/contributed to the reported patient effect, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly an unspecified balloon was used to treat the occlusion. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that two unspecified supera self-expanding stent were implanted between the popliteal and superficial femoral arteries. The stents appear to be fractured within the anatomy, which caused occlusion, so an unspecified balloon was used to treat the occlusion. The patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.